Manufacturer narrative:
Date rec'd by MFR: 09may2019. Product support provided the customer the part number for the 2nd generation user interface (ui) assembly. The customer replaced the ui board. The power management board was replaced as well because initially the customer thought that was the cause of the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the v60 was turning on by itself. There was no patient involvement.